Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reports, originally wearing knee brace for about 3 (three) hours and had a minor allergic reaction after use. A few days later, the brace was worn for eight (8) hours and consumer reports feeling a strong itching. Consumer claims a systematic allergic reaction developed. Went to emergency room and found that she had a nickel allergy. Product does not contain nickel. However, consumer received an injection and was prescribed medication.